Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a reading of hi (>500 mg/dl) on their freestyle flash blood glucose monitor, and dosed with insulin based on this result. Customer reported feeling sweaty and then reported losing consciousness. Her son transported the customer to a local hospital, where glucose was administered in order to stablize glucose levels. It is to be noted that the customer reported that their meter was not calibrated correctly.